Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2013. Surgery dates verified in invoice history. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 7 MDR's filed for the same patient (reference 1825034-2014-03446 /-06889 /-06890 /- 06891 /-06892 /-06893 /-06894).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2013. Surgery dates verified in invoice history. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2000. Operative report noted patient underwent right hip revision on (B)(6) 2008 due to pain. Operative report noted the presence of clear yellow fluid, a thickened bursa and lack of bony ingrowth on the acetabular cup. The modular head and acetabular cup were removed and replaced. Operative report noted the (B)(6) 2013 revision was due to pseudotumors. Operative report further noted the presence of yellowish, hypertrophic pseudocapsular tissue and lysis. The modular head was removed and replaced. Operative report noted the (B)(6) 2013 revision was due to instability. The modular head was removed and replaced. An additional revision took place on (B)(6) 2014 on an unknown hip for an unknown reason. A modular head was removed and replaced.